Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right side tka, this patient had a revision due to osteolysis. No additional information received.

Manufacturer narrative:
Section d10: concomitant products: logic tibia ps mod insrt sz 3.5 11mm (cat# 02-012-35-3511 / serial# (B)(6)), lgc tibial fit tray cem sz 3.5f / 3.5t (cat# 02-012-45-3535 / serial# (B)(6)), three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of osteolysis possibly related to wear of the tibial insert, which may have allowed for the femoral component and tibial tray to loosen from the bone. However, this cannot be confirmed because wear of the tibial insert was not reported, no radiographs or images of the revised components were provided, and the devices were not returned to exactech for evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.